Event description:
It was reported that tip fracture occurred. A vl3.5 runway 6f catheter-guide was selected for use. During the procedure, upon opening the catheter package, the tip was fractured. No patient complications were reported.